Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. While it should be noted that the mitral regurgitation (mr) ultimately remained unchanged, the reported patient effects of tissue damage (leaflet tear) and worsening mr, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Additionally, the mitraclip IFU instructs the user to position the clip 1cm above the leaflets, open the clip to 180 degrees, lock the clip and then advance the clip to approximately 2cm below the valve a warning is provided which states: maintain the clip above the leaflets until ready to grasp to minimize risk of clip entanglement in the chordal apparatus. As it was reported that the clip was opened while in the left ventricle, this suggests that user error contributed to the chordal entanglement and subsequent difficulty removing the device. All available information was investigated and the reported difficulty removing the device due to interaction with the chordae appears to be related to user error. The reported patient effect of tissue damage was a result of clip removal from the chordae; the increased mr back to the pre-procedure grade was likely a secondary effect to the leaflet tear. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip became caught on the cordae, which resulted in tissue damage and unchanged mitral regurgitation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted in a2/p2 segment and the mr was reduced to 1-2. The second clip delivery system (cds) was advanced to the left ventricle (lv) for treatment of the lateral jet. When the clip was opened, it immediately became caught in the chordae. Standard troubleshooting was performed for over one hour. The clip was able to be freed; however, a small tear occurred between the annulus and the posterior leaflet. Two additional grasps were performed, but the mr could not be reduced; therefore, the clip was not implanted, and the procedure was aborted. With the one clip implanted, the mr remained at 4. The patient was clinically stable post-procedure and is scheduled for heart transplantation. No additional information was provided.